Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. The initial sodium result was 94 mmol/l, and the repeat results were 65 mmol/l with a data flag, and 135 mmol/l. The initial potassium result was 2.36 mmol/l, and the repeat results were 4.62 mmol/l with a data flag, and 4.67 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer replaced the sample probe, ise probe, tubing, and the sipper tube. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.